Event description:
Paramedics responded to a person described as a full arrest. Reportedly, when an attempt was made utilized the device, the therapy cable could not be connected. Another device was immediately obtained from the supervisor's vehicle and used to treat the patient. The patient was delivered to the hospital with pulse and pressure.